Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, around one month after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was good. Bone resorption was reported during the implant removal surgery. The patient has since recovered.